Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0210871275, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported she had her system replaced because it was not working and the doctor saw a ¿break¿ on x-ray. The consumer was swimming and doing water aerobics around (B)(6) 2017 and since then it was not working, there was a lack of efficacy, and she felt some stimulation in her leg. The consumer appeared to be very happy with her replacement system and four (4) programs on it. The issue was noted as resolved. The consumer had the system for bowel. There were no further complications reported and/or anticipated.

Event description:
Additional information received from the representative reported the x-ray showed a lead break. The doctor noted the consumer was doing great now and it was difficult to say what caused the lead break.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.